Event description:
Reporter alleged the pt obtained a 29 mg/dl result on her doctor's meter and was sent to the hospital where she arrived in a comatose state. Reporter stated they obtain a discrepant blood glucose value of 354 mg/dl on the pt using inform system 1 back to back with a result of 200 mg/dl when testing was performed within 10 minutes on inform system 2. Reporter stated another comparative result of 34 mg/dl on inform system 1 and results of 39 mg/dl and 37 mg/dl were obtained on the lab system within the same 10 minutes as the first results. Reporter did not report any actions or resulting treatments received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 549528, expiration date 3/31/2008). Reference medwatch report with a1 pt for the suspect device used in system 2.